Event description:
It was reported that during a lung resection procedure, the nurse tried to remove the cartridge reload from the device and the reload's metal casing remained in the device. The surgeon helped and they were able to remove entire cartridge. Unknown how case was completed. There were no adverse consequences for the patient. According to the customer: there was nothing wrong with the firing of the stapler it was just the removal of the cartridge. The procedure date was either march 2 or 9th. I have no information on the patient with regards to size, age etc. Device was definitely rinsed between firings.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.